Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 56 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer last changed her infusion set the night prior to the event. During the displacement test, the insulin pump alarmed no delivery. The customer was advised to revert to a backup plan to treat her diabetes. Noting further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.